Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pace impedance measurements of 2366 ohms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).